Event description:
Info received indicates the bed is drifting into trendelenburg when there is no power to the bed.

Manufacturer narrative:
The technician replaced the hydraulic valves to repair the bed.